Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration of one of her essure coils") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), dysmenorrhoea ("severe menstrual"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations") and migraine ("severe migraines"). The patient was treated with vicodin (norco), surgery (hysterectomy and laparoscopic removal of her fallopian tubes) and surgery (hysterectomy and laparoscopic removal of her fallopian tubes). At the time of the report, the perforation, device dislocation, genital haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain, fatigue, weight fluctuation and migraine outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, perforation and weight fluctuation to be related to essure. The reporter commented: discrepancy noted on essure removal date as it was reported that on (B)(6) 2015, she underwent the laparoscopic removal of her fallopian tubes and essure due to perforation and migration of one of her essure coils. (Essure insertion date (B)(6) 2016). Most recent follow-up information incorporated above includes: on 24-jul-2017: correction: evaluation codes corrected. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration of one of her essure coils") and genital haemorrhage ("heavy bleeding/abnormal bleeding (general)") in an adult female patient who had essure (batch no. 886674) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included multigravida, parity 5 (B)(6) 2010, habitual abortion (spontaneous) and c-section. Pertinent negatives include dyspareunia, dysuria, bleeding, burning, itching, fever, lesions/rash and pelvic pain. Previously administered products included for an unreported indication: depo provera from 2010 to 2011. Concurrent conditions included obesity, skin rash, nickel sensitivity, vaginal odor and penicillin allergy. Family history included uterine cancer (mother and sister) and ovarian cancer (mother and sister). Concomitant products included metronidazole. In 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), abdominal pain ("abdominal pain off and on and severe"), fatigue ("fatigue"), menorrhagia ("prolonged bleeding lasting after menstrual cycle"), vaginal infection ("vaginal infection/ vaginitis") and back pain ("lower back pain off and on and severe"). On 23-nov-2011, the patient had essure inserted. In february 2012, the patient experienced weight increased ("weight gain/gained approximately 40 lbs"). In november 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, weight fluctuation ("weight fluctuations") and migraine ("severe migraines"). The patient was treated with vicodin (norco), surgery (on 6-aug-2015, hysterectomy and laparoscopic removal of her fallopian tubes) and surgery (hysterectomy and laparoscopic removal of her fallopian tubes). At the time of the report, the perforation, device dislocation, genital haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain, fatigue, weight fluctuation, migraine, menorrhagia, vaginal infection, vaginal discharge, weight increased, alopecia and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, perforation, vaginal discharge, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted on essure removal date as it was reported that on 06-aug-2015, she underwent the laparoscopic removal of her fallopian tubes and essure due to perforation and migration of one of her essure coils. (Essure insertion date 26-may-2016). She had one trailing coil on her right and two trailing coils on her left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. On (B)(6) 2011, pathology: decidualized endometrium with trophoblasts consistent with intrauterine pregnancy, manual vacuum aspiration. On (B)(6) 2017, hsv-1 was positive. On (B)(6) 2011, pelvic ultrasound-impression: 1. Heterogeneous structure in or adjacent to the lower uterine segment endometrium could represent retained products of conception or blood products/debris secondary to the recent d & c. Differential diagnosis small fibroid, other loculated fluid collection such as an abscess . 2. No ectopic pregnancy identified on this study; however, a non-visualized ectopic pregnancy cannot be excluded. Concerning the injuries reported in this case, the following one were reported via medical record confirming events vaginal discharge and vaginitis quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration of one of her essure coils") and genital haemorrhage ("heavy bleeding/abnormal bleeding (general)") in an adult female patient who had essure (batch no. 886674) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included multigravida, parity 5 ((B)(6) 2001, (B)(6) 2005, (B)(6) 2006, (B)(6) 2006, (B)(6) 2010), spontaneous abortion and c-section. Pertinent negatives include dyspareunia, dysuria, bleeding, burning, itching, fever, lesions/rash and pelvic pain. Previously administered products included for an unreported indication: depo provera from 2010 to 2011. Concurrent conditions included obesity, skin rash, nickel sensitivity, vaginal odor and penicillin allergy. Family history included uterine cancer (mother and sister) and ovarian cancer (mother and sister). Concomitant products included metronidazole. In 2011, the patient experienced dyspareunia ("pain during intercourse/dyspareunia"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain off and on and severe"), fatigue ("fatigue"), menorrhagia ("prolonged bleeding lasting after menstrual cycle") and back pain ("lower back pain off and on and severe"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced weight increased ("weight gain/gained approximately 40 lbs"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, weight fluctuation ("weight fluctuations"), migraine ("severe migraines") and vaginal infection ("vaginal infection/ vaginitis"). The patient was treated with vicodin (norco), surgery (on (B)(6) 2015, hysterectomy and laparoscopic removal of her fallopian tubes). At the time of the report, the perforation, device dislocation, genital haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain, fatigue, weight fluctuation, migraine, menorrhagia, vaginal infection, vaginal discharge, weight increased, alopecia and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, perforation, vaginal discharge, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted on essure removal date as it was reported that on (B)(6) 2015, she underwent the laparoscopic removal of her fallopian tubes and essure due to perforation and migration of one of her essure coils. (Essure insertion date (B)(6) 2016). She had one trailing coil on her right and two trailing coils on her left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. On (B)(6) 2011, pathology: decidualized endometrium with trophoblasts consistent with intrauterine pregnancy, manual vacuum aspiration. On (B)(6) 2017, hsv-1 was positive. On (B)(6) 2011, pelvic ultrasound-impression: 1. Heterogeneous structure in or adjacent to the lower uterine segment endometrium could represent retained products of conception or blood products/debris secondary to the recent d & c. Differential diagnosis small fibroid, other loculated fluid collection such as an abscess . 2. No ectopic pregnancy identified on this study; however, a non-visualized ectopic pregnancy cannot be excluded. Concerning the injuries reported in this case, the following one were reported via medical record confirming events vaginal discharge and vaginitis most recent follow-up information incorporated above includes: on 22-feb-2018: plaintiff fact sheet and medical record were received- all relevant medical history,concurrent condition, lab test, lot number were added. Events prolonged bleeding lasting after menstrual cycle, vaginal infection/ vaginitis, dysmenorrhea (cramping), dyspareunia, pain, vaginal discharge, fatigue, weight gain, hair loss, lower back pain off and on and severe and device monitoring procedure not performed were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.